Event description:
It has been reported that an nrg transseptal needle was selected for use for a transcatheter myocardial cryoablation procedure. During manual pre-shaping of the nrg needle, its tip broke off and separated into two pieces. The device was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis. It has been further reported that there was no damaged noted on the packaging itself.

Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated. Also, due to a correction to the initial MDR, the field g2 (report source (other)) was updated. Additionally, the device was not returned for analysis. Based on the available information, there were no evidence found to indicate a manufacturing or design-related issue. Therefore, the reported allegation was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a transcatheter myocardial cryoablation procedure. During manual pre-shaping of the nrg needle, its tip broke off and separated into two pieces. The device was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis.